Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break close to the electrode tip. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that during the implant of this right atrial (ra) lead, a straight stylet was used to initially insert the lead in the atrium and then a j-stylet was used to position the lead. It was noted that the helix would not extend after seven turns. Four to five more turns were applied but the helix still would not extend and resistance was felt. The ra lead was extracted and successfully replaced. No adverse patient effects were reported.